Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was the transfer set broke near the switch, resulting in toxicosis and subsequently peritonitis. The transfer set was changed by the nurse in the local hospital on the same day it broke. One day later following pd therapy at home the patient developed abdominal pain, cloudy effluent, and shivering. On the same date, the patient was hospitalized in the resuscitation room at the local hospital and was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. On an unreported date, while in the resuscitation room, the patient almost had no blood pressure. The patient was transferred to another hospital where they were treated with unspecified antibiotics (intraperitoneally) and irrigation of the abdominal cavity. Pd therapy was discontinued for several days and was later restarted. The patient was transferred back to the local hospital, blood pressure was back to normal, and the patient was recovered from the manifestations of the event and was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.